Event description:
It was reported that this pacemaker was found to be in safety mode. It was tentatively planned to replace the device on (B)(6) , as that is when the physician is available. It is unconfirmed whether the replacement has yet occurred. The patient was paced in the atrium only and no symptoms were reported. The pacemaker remains in service.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was tentatively planned to replace the device on (B)(6), as that is when the physician is available. The patient was paced in the atrium only and no symptoms were reported. Additional information received confirmed that the pacemaker was replaced without complication. The device is not expected to be returned.